Manufacturer narrative:
Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed the reported issue was initially identified during a procedure on (B)(6) 2022. The was no damage or abnormalities observed during inspection of the instrument prior to use and the reporter denied the instrument was stuck on tissue when the issue occurred. Additionally, there was no unexpected bleeding or patient injury as a result of the issue. The reporter confirmed the procedure was completed robotically with little to no delay by using a back-up da vinci instrument of the same kind.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting difficulty opening the jaws of the cadiere forceps, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed, and the primary failure of stuck grips is related to the customer reported complaint. The cadiere forceps instrument was placed and driven on an in-house system. The cadiere forceps instrument moved intuitively with full range of motion in all directions. The grips did not open and close properly. The grips would not open when placed on the machine but would work only manually. The cadiere forceps instrument was not fully functional. The complaint regarding difficulty opening the jaws of the cadiere forceps was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, the jaws of the cadiere forceps could not open. The customer attempted to reset multiple times with no success. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.